Event description:
It was reported that during an unspecified endoscopy procedure, the retrieval balloon failed to hold pressure. A extractor rx 12-15 mm retrieval balloon had been advanced to an unspecified target lesion along with an unspecified type of guide wire. The balloon was inflated once; however, "after a while, it was deflated". The physician made "several attempts" to inflate the balloon. The procedure was completed with another of the same device. There were no patient complications with the patient's current condition listed as "good".